Event description:
It was reported that the capture threshold had increased. It was noted the patient has complete heart block. The lead was removed and replaced. On the initial attempt to replaced the lead the physician was having difficulty passing the lead through the introducer as the patient had a very tortuous access. After using multiple stylets which kept kinking the physician removed the lead and noticed the helix would not retract. A new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. It was noted the helix was distorted/bent, there was blood in/on the helix mechanism. Lead damaged at implant.